Event description:
It was reported that 4 pn 32g 4mm 5b xtw easyflow la experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: customer reports that since she bought the box of ultrafine 4mm needles, it has been happening that the drop is not coming out from the needle tip. She reports that in each 5 units used, it happens in 4 (80% of times). She does not know to report exactly the date it has begun for the first time. She further reports that has discarded all the needles that have presented this issue and will storage the needle if it happens again. Additional information received: the drop does not come out from the needle tip, the needles are failing the flow test and therefore are clogged. Once the needle fails in the flow test, the customer does not use it. There are no pictures nor videos available for evaluation, all products have been discarded.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 pn 32 g 4 mm 5b xtw easyflow la experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: customer reports that since she bought the box of ultrafine 4 mm needles, it has been happening that the drop is not coming out from the needle tip. She reports that in each 5 units used, it happens in 4 (80% of times). She does not know to report exactly the date it has begun for the first time. She further reports that has discarded all the needles that have presented this issue and will storage the needle if it happens again. Additional information received: the drop does not come out from the needle tip, the needles are failing the flow test and therefore are clogged. Once the needle fails in the flow test, the customer does not use it. There are no pictures nor videos available for evaluation, all products have been discarded.